Event description:
It was reported that during a four level case cougar lateral case, the surgeon accessed the patient¿s spine laterally, removed the disc, and inserted the cage at l4-5. He then moved up to l1-2 and removed the disc and inserted the cage. Upon pulling out the retractor instrument that was being used, he noticed that there was a small amount of fecal matter in the wound where a small tear in the colon had taken place. He immediately called for the general surgeon and the cage at l1-2 was removed, believing it may have been contaminated. The surgeon cleaned the wound area and closed the patient. The patient was then flipped and the general access surgeon closed the tear in the colon. As reported, it is not apparent where or when the tear in the colon took place. There was no sign of fecal matter odor or it being in the open area until the retractor was removed. As it cannot be determined if the color tear was caused by the cougar cage or the retractor instrument, the following mfg. Medwatch reports are being submitted for each item: 1526439-2014-11620 ¿ cougar cage; 1526439-2014-11621 - retractor.

Manufacturer narrative:
Additional narrative: a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.